Event description:
It was reported an issue with premicron suture. The client reported that, at the end of an af ablation procedure, the doctor made a "purse" at the level of femoral vein, where the desilets are inserted, with non-absorbable suture. During the realization, the needle of the premicron thread broke under the femoral vein. The needle remained blocked in depth. As a consequence, there was an increased procedure time for patient and staff and discomfort for the patient. There was also an infectious risk and increase in hospitalization time. They called the vascular surgeon to extract the needle so a larger opening suture and staples were needed (removal on d8). No further information has been received.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch of which we manufactured and mostly distributed (B)(4) units. There were (B)(4) units in stock in b. Braun surgical's warehouse. (B)(4) units were requested for analysis. We received the involved needle. The used needle shows some marks near the breaking area of the attachment and the tip. The closed samples received have been tested for needle bending strength and the results are 23.79 nxcm in minimum, fulfilling the product specifications of 20.9 nxcm in minimum. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Reviewed the needle batches manufacturing records, the results for bending strength were 23.89 and 23.70 nxcm in minimum, fulfilling the product specifications of 20.9 nxcm in minimum. As informed in the instructions for use of the product: care should be taken to avoid damaging the needle when using the suture material. Always grasp the needle in a section 1/3 to 1/2 of the distance from the fibre attachment end to the needle point, never at the end where the fibre is attached or the needle point. Grasping the needle at the area of its point could impair the penetration performance and cause a fracture of the needle. Grasping the needle close to the fibre attachment end could cause bending or breakage. In this case, the handling of the needle is probably the root cause of the broken channel end of the needle. Final conclusion: although the results of the closed samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the used needle received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.